Manufacturer narrative:
Concomitant medical products: 100 ml baxter bag ndc 0338-0709-48, lot number: 354456, exp: sep 2017, potassium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from the IV set during a secondary infusion of potassium. There was no report of patient harm.

Manufacturer narrative:
Omit 2420-0007 from concomitant products. The customer¿s report of a fluid leak from an IV set was confirmed and replicated. No anomalies were observed during initial visual inspection. Functional testing was performed; a leak was observed near the upper end of the pump segment. Microscopic inspection revealed a small, jagged tear in the silicone tubing, just below the upper retainer ring. Both upper and lower retainer rings were noted to be present on either end of the tubing. The root cause of the tear could not be determined.

Event description:
The customer reported fluid leaked from the primary IV set during a secondary infusion of potassium. There was no report of patient harm.